Manufacturer narrative:
Device disposition presently unknown.

Event description:
An annuloflex af-836 (sn: (B)(4)) was implanted on (B)(6) 2018. The manufacturer received a notice that the device was explanted the same day. No further information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. In addition the manufacturer received additional information indicating that no further information was available from the site. Because the device is not available and their is no additional information available no investigations can be performed at this time and the root cause is deemed to be unknown. If further information is received the manufacturer will reassess the investigation. Fields changed. The unique device identifier has been added.